Manufacturer narrative:
A review of the custom design and design history records confirms the design error. The root cause was an error in the interpretation of the original layout when other mating instruments were included.

Event description:
A/p sizer slide instrument designed for this surgeon placed the 4-in-1 cut block holes 8mm too far posterior. Surgery continued with no issues using original instruments.